Manufacturer narrative:
(B)(4). The device involved will not be returned for evaluation; however, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: extension set detached causing blood leakage. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). No samples were returned in connection with this complaint, however four (4) photos were attached. In the photos, the samples were used with blood in the tubing, attached to a patient. The pictures indicate leakage. Although pictures were provided with this complaint, the root cause could not be determined at this time. If additional pertinent information becomes available a follow-up report will be filed.